Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment issue occurred. A 4.00x16mm promus element ¿ drug eluting stent was advanced and deployed to treat the lesion. However, the stent did not cover the lesion properly. No patient complications were reported.